Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ilet alert for incomplete fill tubing and, after guidance to disconnect from the body, successfully completed fill tubing with no insulin delivered prior to the intervention; the user also experienced hypoglycemia after prolonged activity without lunch, treated with oral glucose, followed by hyperglycemia attributed to overcorrection. Symptoms included low blood glucose to 56 with subsequent elevated readings in the low 200s that were trending down. Outcomes included user self-management without external assistance or medical intervention. Investigation included guided troubleshooting and user education on performing fill tubing while disconnected and on appropriate hypoglycemia treatment. Investigation of this case revealed that the alert resolved after proper fill-tubing execution off-body and that the glycemic excursion was due to user behavior, specifically overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior.